Event description:
It was reported that approximately five days post implant, the patient experienced an atrioventricular (av) block. It was also noted that the right ventricular (rv) lead exhibited low and declining unipolar and bipolar lead impedance. It was also noted that there was an increase in rv thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event. It was reported that the remote monitoring network reports were not available. No patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.